Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a system implant procedure. The procedure was successfully completed without complications. The patient was moved to the ICU, it was then noted that the patient's blood pressure dropped. The internal medicine staff then gave the patient fluids and the patient then tried to use the restroom but could not help himself. The patient was then rolled on his side and then fainted. The physicians then attempted to intubate the patient without success. The patient then went into ventricular fibrillation and three cardioversions were attempted without success. The physician suspected that a pulmonary embolism or cardiac tamponade was the cause of death. There is no known allegation from a health care professional that suggests that the death was device related. The exact cause of death could not be confirmed.